Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6), 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm; (B)(6), 02-010-01-0240 - optetrak logic femoral component posterior stabilized, cemented; (B)(6), 02-012-41-4040 - optetrak logic tibial tray trapezoid, cemented size 4f/4t.

Event description:
It was reported via a legal filing, that a male patient who had his left knee initially implanted on (B)(6) 2012 underwent a revision on (B)(6) 2018, approximately 6 years 6 months post the initial implant procedure. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, and bone fracture. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.